Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed bench testing. The unit was tested three times with two separate test units and failed all three times. The readings were too high each time. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory on 10/21/2020. An investigation was conducted on 10/29/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for its electrical function . The device failed all electrical tests performed, the led light was not visible and an intermittent tone was not audible when the device was turned on using the cord that was returned. The device was also tested with a reference cord, with the same results. An electrical evaluation using a precision multimeter and a 0.62ohm resistor hemopro power supply test box was not conducted due to the device not able to turn on. Based on the results of the evaluation, the reported failure mode "electrical issue was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) failed bench testing. The unit was tested three times with two separate test units and failed all three times. The readings were too high each time. No patient involvement.